Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Twenty four hour helpline reported via phone call that a customer's insulin pump is continuously beeping and vibrating and alarmed button error. Customer's blood glucose was unknown at the time of incident. The call was dropped and an attempt was made to call customer back. No further details given.